Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable caused hemopro to self activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable caused hemopro to self activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On 10/13/2016 11:58 am (gmt-4:00) added by (B)(6): please disregard previous entry. Internal complaint number trackwise # (B)(4).. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformity. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The cable passed the pre-cautery test, the device activated only when the toggle was pulled back. No self activation of the reference harvesting tool was observed. The cable was examined under microscopy. There was no damage on the connector pins. The cable was evaluated for electrical continuity using a multimeter . The connection between pin-1 on 6-pin din to pin-2 and pin-5 on 6-pin din to pin-3 was available. Based on the results of the evaluation the reported complaint was not confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable caused hemopro to self activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
03/28/2017 04:24 pm (gmt-4:00) added by (B)(6): updated sections : g4, g7, h2, h10. Corrected sections: d2b. Internal complaint number trackwise # (B)(4).